Manufacturer narrative:
The company service representative examined the system and noted a system message related to the customer's concern of vitrectomy operation. The company service representative found a problem with the pneumatics module and replaced it. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatics module. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that an ophthalmic operating system vitrectomy component was not working prior to surgery. There was no patient involvement or patient impact. Additional information has been requested. Additional information received further clarified that the reported event was detected during a routine check by the hospital biomedical engineer. There were no surgeries scheduled for that day.